Event description:
The customer reported the sys had a faulty connection between the c-arm and the workstation. No pt injury was reported.

Manufacturer narrative:
The customer insp the sys, could not duplicate the reported problem, and cancelled the call.